Event description:
On (B)(6) 2012, the reporter claimed the patient was admitted to the ER and was treated for dka. Reportedly, she awoke on (B)(6) 2012 not feeling well and had blood glucose reading of 490 mg/dl with symptoms of nausea/vomiting. The patient tested positive for ketones. Upon admission to the ER, her blood glucose elevated to 602 mg/dl. Following hospital treatment, the patient's blood glucose stabilized at 123 mg/dl. The reporter claimed that the patient was taken off of insulin pump treatment after she ate and her blood glucose elevated to the 400s mg/dl. At the time of the call, the reporter did not have the insulin pump to troubleshoot. The animas representative made several attempts to call the reporter to obtain more information but was not successful. This complaint is being reported because the patient allegedly received medical treatment for dka while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): during investigation, it was found that the total daily insulin delivery totals correctly reflected the user's programmed basal rates. A 29 hour flow accuracy test was performed and the pump passed flow accuracy test and found to be delivering within specifications. Unrelated to the complaint, evaluation found a scratched display lens and a worn keypad.